Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for scar tissue under the quadriceps tendon - feelings of popping and crepitus within the knee. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022. Date of event: (B)(6) 2022. (Left knee) treatment: arthroscopy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available xray evidence was reviewed. Based in attached photographic evidence, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Based on provided xray images of the implants position, a presence of a clunk noise cannot be definitely confirmed. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.